Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a batch/lot number: 1100672162. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404131. Serial number: n/a . Batch/lot number: 1100618454. Model/catalog description: belt cuff fgs 4.5 cm iz unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence. A surgical procedure was performed during which the balloon was replaced, changing from a 61-70 cm to 71-80 cm. No additional patient complications were reported.